Event description:
On (B)(6) 2010, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed the device had a tilt and there was mesenteric perforation. The apex of the filter was below the renal veins and the filter apex approached the left wall of the inferior vena cava (ivc). The filter struts extended outside of the ivc. There was no filter strut fracture or bending.

Event description:
On (B)(6) 2010, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed the device had a tilt and there was mesenteric perforation. The apex of the filter was below the renal veins and the filter apex approached the left wall of the inferior vena cava (ivc). The filter struts extended outside of the ivc. There was no filter strut fracture or bending.